Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: the original complaint could not be adequately investigated due to all of the keypad buttons being inoperable. There were pump reboots observed in the black box. There was no physical damage to the keypad and it was removed and no defects were found. The pump was opened and moisture was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.